Event description:
Frequent occlusion alarms were reported by the customer via email. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance, and no further action was required.